Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened up button dome switch. No unexpected numbers ramping during testing. The excessive no delivery alarms could not be verified due to button error alarm and no button response. The device also had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times during prime. The blood glucose at the time of the incident was 230 mg/dl. The customer was able to prime without an alarm after changing the infusion set and then the reservoir. The customer also reported that insulin squirted out of the tubing during prime and that the buttons had a late response. He stated that the numbers on screen were ramping on their own and he received a button error alarm while holding the act button during prime. The device was returned for analysis.